Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error on (B)(6) 2015. Patient advised to reset the receiver and would call back if the issue persisted. Patient did not report any injury or medical intervention.